Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 30sep2019 and investigation was conducted on 19nov2019. No evidence of blood was observed. An image of the aortic cutter, delivery tube and loading device was sent. The seal was observed to be in the window of the loading device. There was no sign of blood in or on the aortic cutter, delivery device and loading device. The device as returned was unable to be evaluated for position of seal and tension spring assembly as the delivery device and the loading device were not returned for evaluation. Only the seal with the tension spring assembly was returned. The seal was in a folded orientation indicating that the seal was tried to load in the delivery device . No visible defects were observed on the seal and tension spring assembly. Based on the returned condition of the device and the results of the evaluation, the reported failure "fitting problem" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) umbrella could not be loaded normally. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) umbrella could not be loaded normally. A replacement device was used to complete the procedure. The hospital did not report any patient effects.